Manufacturer narrative:
It was reported that during pt use, there was excessive strike through and pooling under the drape. It does not appear to be related to the fenestration. There were no reports of death, serious injury, medical intervention, or follow up care. Due diligence has been completed and no additional details are available despite good faith efforts. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Excessive strike through and pooling under the drape. It does not appear to be related to the fenestration.